Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported sleeve steering issue could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and; therefore, contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter, 1 implanted mitraclip. The clip delivery system was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the device experienced irregular movement in the atrium which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a flail in the a3/2 segment. One clip was implanted, reducing the mr to 3. The second clip delivery system (cds) was advanced. While steering the cds through the atrium with the m-knob, the device was moving in the anterior-medial direction. The m knob was turned half a turn, with no minus or plus on the guide. The clip was locked and the grippers were dropped down. The clip was opened in the atrium to check the movement of the cds, but the anterior-medial movement occurred with the clip open, also. The cds was removed and replaced. A new cds was used to continue the procedure. Three clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.